Event description:
It was reported to philips that the system's table did not stop its movement, and gave an error. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.